Event description:
On 2/2002 kmi was advised of the explant of a wrist fusion implant owing to non-union and broken bone screw. No components were returned for eval nor were any component lot numbers reported. No pt complications were reported as a result of this explant.